Event description:
Acudose anesthesia cart machine froze or locked while dispensing to patient. Tech had stocked meds into cart earlier and it worked at its normal speed. Later that morning, a call was received from a tech stating he had dispensed two rocuronium vials to his patient. When the machine cycled to the next drug (lidocaine), the screen froze. It was in that state for over 10 minutes and at that point the machine was rebooted. No further issues the remainder of the day have been reported. This facility has had similar problems with this device over the last year and continues to see problems like this despite upgrade software patches from the manufacturer.